Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction was caused by the corrupted database. A technical service engineer replaced the database and synced the station to resolve the issue. The system functioned as intended after the technical service engineer troubleshooted the device.

Event description:
It was reported when using the pyxis anesthesia system that it had a error message - can't use the machine. A customer reported there was a delay in dispensing medication. There were no adverse events or injuries reported based on this incident.